Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial oversensing was noted on the right atrial (ra) lead during stored high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.